Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported one u by kotex sleek super plus tampon separated into two pieces upon removal. Consumer confirmed she was able to remove all pieces and did not seek medical treatment.